Event description:
The lay-user/pt alleged that the button on the keypad does not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact, no lifting or peeling observed. The "up/down/ok" keypad buttons are intermittently responding to user inputs during testing. The "contrast" keypad button requires excessive force to activate during testing. The keypad was removed for further investigation. During a visual inspection, the "contrast" key contact is inverted, and the "up/down/ok" key contacts becomes inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts.